Event description:
It was reported that during proximal humerus surgery, the epoca case wrench broke off in the press. The breakage occurred while pressing the e-center of the implant into the press according to the technique guide. There was no patient involvement and nothing to retrieve from the wound. The surgeon then pressed the implant manually in order to complete the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The device (press for epoca) only shows normal wear with no damage. It appears that the drive end of the mating part ((B)(4)) was not fully engaged into the handle on the press, the break was at the ball location and the metal was deformed. It is concluded that the returned part meets manufacturing specifications, and the complaint condition is not related to the manufacturing process.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date was (B)(4) 2011. Date of most recent information is (B)(4) 2011. A product development event evaluation was performed on the returned parts (press and torque wrench). The condition of the parts matched the events described. The wrench tip was broken at the ball detent. The device history file, as well as the drawings, were evaluated and no abnormalities were noted. Based on how the wrench is used and the location of the break, the most likely scenario would be that the wrench tip was not fully inserted into the press socket. The reduced engagement area caused an increase in the resultant stress causing the tip to break off at the weakest section with the ball detent. This complaint is invalid from a product design standpoint.

Event description:
This is report 1 of 2 for file (B)(4).